Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a gastroscopy procedure. According to the complainant, after taking a biopsy within the duodenum, a perforation and bleed were observed. No intervention was needed to resolve this event. The procedure was completed with this radial jaw 4 biopsy forceps device. Post procedure, the patient experienced abdominal pain, but the condition improved without requiring treatment. Additionally, prior to use, no damage was noted to the device or its packaging. The patient's current condition was reported as being fine and well.